Event description:
Intera oncology was notified by a physician when the scrub tech attempted to flush the bolus pathway with low dose heparinized saline using a primed special bolus needle (sbn), she was unable to flush the catheter. After four attempts at pulling out the needle and reinserting it perpendicular to the pump, they took out a sbn from the or prep kit of back up pump serial number (B)(6) and attempted to a fifth time to rule out any defects in pump serial number (B)(6) second sbns. The result was the same, so the clinic decided to open and prep back up pump serial number (B)(6). There were no issues during the prep for the backup pump (B)(6) and it was implanted successfully. In addition, it was reported that the scrub tech touched the catheter of pump serial number (B)(6) and noticed that a part of the catheter felt a lot hard compared to the rest.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The pump was tested in house and the complaint of the pump being unable to bolus could not be replicated.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2025, intera oncology shipped out return kit to retrieve the device for evaluation. To date, the pump has not been received. Therefore, once the pump I received and the investigation is complete, a supplemental report will be submitted.

Event description:
Intera oncology was notified by a physician when the scrub tech attempted to flush the bolus pathway with low dose heparinized saline using a primed special bolus needle (sbn), she was unable to flush the catheter. After four attempts at pulling out the needle and reinserting it perpendicular to the pump, they took out a sbn from the or prep kit of back up pump serial number (B)(6) and attempted to a fifth time to rule out any defects in pump serial number (B)(6) second sbns. The result was the same, so the clinic decided to open and prep back up pump serial number (B)(6). There were no issues during the prep for the backup pump (B)(6) and it was implanted successfully. In addition, it was reported that the scrub tech touched the catheter of pump serial number (B)(6) and noticed that a part of the catheter felt a lot hard compared to the rest.